Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/23/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).